Event description:
A nurse reported that a pt that had undergone uneventful cataract extraction with intraocular lens (iol) implant. The pt was diagnosed with toxic anterior segment syndrome (tass) at one day post-op. The tass has resolved with treatment. A (B)(6) pts have been diagnosed with tass. This report concerns pt 2.

Manufacturer narrative:
No sample was returned for eval; therefore, the condition of the product could not be verified. No component lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. The root cause cannot be determined. (B)(4).